Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient first started experiencing stimulation at the implant site and lower back in (B)(6) 2017. In regards to troubleshooting the manufacturer¿s representative (rep) reprogrammed the device, but to the hcp¿s knowledge the cause of the stimulation at the implant site and lower back wasn¿t determined. It was also unknown what the patient¿s weight was at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3093-28, lot# v503604, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Correction: it was determined duplicate reports were filed, information pertaining to this event was previously reported under reg. Report # 3004209178-2017-05440.

Event description:
Follow up information received from the manufacturer¿s representative reported the patient¿s exact weight at the time of the event was unknown. Prior troubleshooting included attempts at reprogramming. The pocket site was drained, and stimulation pain was only located at the pocket site and it appeared the pain was a result of fluid buildup in pocket site. Patient is no longer having pain and no further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v503604, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. The rep stated that the patient had a lead revision on (B)(6) 2017 due to pain at the lead site and a loss of efficacy. At the time of the report the patient was now experiencing pain at the pocket site and stimulation in the pocket. The rep tried to reprogram the patient with many different configurations but they all resulted in either stimulation in the pocket or in their lower back. The impedances were fine with nothing greater than 4,000 ohms and nothing indicating a short. When the patient¿s implantable neurostimulator (ins) was off the patient did not feel anything in their pocket or back.